Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015. Previous to the fse visit the customer had identified a cracked reagent cap (lyse) and was instructed by the customer technical specialist to replace it. The instrument was still failing background testing. The fse found that the tubing required repositioning and did so to correct the issue the repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported discovering approximately 3 ml of clear fluid leaking from the coulter ac·t diff analyzer probe wipe onto counter below instrument after initially experiencing hemoglobin (hgb) calibration failures. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.